Event description:
It was reported that the balloon did not inflate or maintain the inflation. There were no pt complications reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Balloon could not maintain inflation due to an interlumen leakage at the distal tip between the inflation and distal lumens. No visible damage to balloon latex. Blood residue was visible inside the balloon latex. Distal lumen is partially occluded with blood.